Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump alarm was not audible. Pump volume setting was set to high. System check with tandem technical support found the pump alarm was audible; reported issue could not be confirmed at the time of the report. Customer's blood glucose was 252 mg/dl.